Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was "high" , however, no specific value was given. Bg level was address with a correction bolus via the pump. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.